Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens cracked. The lens was removed with no pt harm. A different model lens was implanted.

Manufacturer narrative:
(B)(4).